Event description:
Membrane oxygenator. During cardiopulmonary bypass (cpb) a leak was noted in the outlet connector of the raceway tubing before oxygenator. The arterial line pressure after oxygenator was within the expected levels. The device was performing appropriately. Because of high pressures in the pre-oxygenator lines, blood flow had to be decreased. Pt temperature was lowered to 20/22 centigrade. Cpb was stopped and the oxygenator was replaced. Pt was off cpb for approximately 30 seconds at 20/22 centigrade. Cpb was re-initiated with no further problems. Pt was successfully weaned from cpb and was transported to coronary care unit in stable condition.